Manufacturer narrative:
The implanted device remains.

Event description:
Per the clinic, the patient experienced recurrent skin overgrowth at the abutment site. The patient has undergone a procedure to have the site debrided (date not reported) and has been treated with steroid injections (dates not reported). The implanted device remains.